Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a pocket evacuation due to a hematoma. Approximately one month later this device was explanted due to a patient infection. There was no report of adverse patient effects due to the explant procedure.